Event description:
On (B)(6) 2011, patient reported ongoing concerns with the infusion sets. She has difficulty inserting the headset and has to use her finger to press it into her body. The infusion cannula bends, insulin leaks from the infusion set, and this results in elevated blood glucose. This began on (B)(6) 2011 when patient first used this type of infusion set. The last time the cannula bent it resulted in a bruise. Blood glucose has elevated to 328 mg/dl, and her normal blood glucose is 70-187 mg/dl. She treats elevated blood glucose by bolusing insulin and changing her infusion site. Infusion sets are used within specification, and the insulin cartridges are not reused. Patient was advised on manufacturer recommendations for the adapter. Infusion sets were requested for evaluation. Patient was sent new infusion sets with a longer infusion cannula. Follow-up was completed on (B)(6) 2011. Patient received the new product and has not had additional concerns. The patient did not require treatment from a health care professional or second party to address the issue.